Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The maryland bipolar forceps (sp) instrument was analyzed and placed on the in-house system and was unable to be removed from the system. The release buttons were stuck and were unable to be pressed all the way. Due to the returned condition of the instrument, the housing was unable to be removed. The instrument was found to have pitch input disk detached. As a result of the fully broken inputs, functional testing for motion related issues could not be performed. No other components near the broken inputs were damaged. The instrument was installed on an in-house system and driven. Instrument exhibited imprecise motion in the pitch direction. This failure is likely due to the broken input disk observed. The instrument was found the frayed snake wrist cable at the distal end. The instrument was found to have one bent grip, causing them to be misaligned. The offset at the tips was 0.40mm. The grips were not found to be cracked. The instrument was found to have molded insulator thermal damage on the grip tip. The complaint was confirmed by failure analysis, which indicates that the device may have contributed to the customer reported issue. The probable root cause of the stuck release button on the bipolar instrument cannot be established. The instrument will be transferred to engineering for further investigation. The probable root cause is attributed to use and reprocessing conditions. The input disk can be susceptible to chemical or thermal stresses, which can result in the appearance of cracks in the ultem or peek material. Under repeated or prolonged chemical or thermal exposure cycles, these cracks can propagate into larger cracks and may cause the input disk to break and separate from the instrument. The probable root cause of cable breakage, whether partial or full, is attributed to damage to the cable through external collisions, during use, or during reprocessing. The probable root cause of bent grips is attributed to damage during use, as moderate misalignment of grip tips can be due to grasping either hard tissue/objects or collisions with other instruments. The probable root cause of thermal damage is attributed to carbonized tissue on the grips of this bipolar instrument creating a conductive path during use.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the customer was unable to release the maryland bipolar forceps instrument when the surgeon wanted to swap it out for a different instrument. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the customer was working on a simple prostrated when the event occurred. The instrument jaws were not stuck on tissue when the issue had occurred, and the customer was able to open the instrument jaws with a forced manual release.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) failure analysis confirmed initial findings. The instrument's housing was removed to inspect the instrument's internals, and it was found that due to the broken input disk, the clamping pulley associated with the broken input disk was able to lodge itself behind the release lever closest to itself. Due to the clamping pulley lodged behind the release lever, the lever was unable to move inwards, its expected motion, which would allow it to release the instrument from the sterile adapter. The two levers are mechanically coupled and move in a pair, and as such both levers were stuck, even as only one lever had a component lodged behind it. The root cause of the broken input disk is typically attributed to the user and can be caused by improper reprocessing techniques. The stuck release lever was caused by the broken input disk, and its root cause has been attributed to user error.

Event description:
Refer to h11 for follow-up information.